Manufacturer narrative:
Thin composite wire strut, durable polymer-coated (resolute onyx) versus ultrathin cobalt¿chromium strut, bioresorbable polymer-coated (orsiro) drug-eluting stents in allcomers with coronary artery disease (bionyx): an international, single-blind, randomised non-inferiority trial. Doi.org/10.1016/ s0140-6736(18)32001-4. If information is provided in the future, a supplemental report will be issued.

Event description:
Between oct 7, 2015, and dec 23, 2016, 2516 patients were enrolled. 1243 participants were assigned to the resolute onyx group. Collectively, patients presented with acs, acute mi, stemi, nonstemi, unstable angina, stable angina. Collective lesion chara cteristics included at least one complex lesion, at least one bifurcation lesion, at least one chronic total occlusion, at least one bypass graft lesion, at least one severely calcified lesion. Lesion location collectively included left main, lad, lcx, rca, bypass graft and exhibiting severe calcification, bifurcation, in-stent restenosis, chronic total occlusion.adverse events post procedure included death including cardiac death, mi, target vessel revascularisation, target lesion revascularisation and stent thrombosis.